Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient stopped using the implantable neurostimulator (ins) several years ago; it worked for a few months and then stopped working. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.